Event description:
It was reported by the rep that the one er320 was used during a laparoscopic donor nephrectomy procedure. It was reported that the surgeon tried to fire the clip applier and no clip formed. A second device was used to complete the case. There was no pt consequence.